Event description:
It was reported that, on (B)(6) 2014, the small hexagonal screwdriver with holding sleeve shattered while the surgeon was performing an open reduction internal fixation of the forearm. It was also reported there was no harm to the patient or a delay in surgical procedure and that there was no contamination of the field. Surgeon was able to acquire a second screwdriver and completed the procedure successfully. No further information is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The original contact is no longer employed by the reporting facility the new contact information has been updated in this reportdevice was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.